Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional ntw mitraclip is filed under separate medwatch report number.

Event description:
This report is being filed due as the clip failed final arm angle while in use. It was reported that the first mitraclip procedure was performed on an unspecified date for degenerative mitral regurgitation (mr) grade 4 with a medial flail. An xtw mitraclip was successfully implanted, reducing the mr from grade 4 to 1. On (B)(6) 2020, the patient presented for a second mitraclip procedure due to recurrent mr, grade 3. Reportedly, the initial xtw clip had remained stable and well seated, with no tissue injury reported, no device issue, and the recurrent mr was due to disease progression. The first clip delivery system ((B)(4)) grasped medial to the xtw. Per instructions for use (IFU), final arm angle (faa) was performed, however, the clip had opened to 60 degrees and failed the faa. Standard troubleshooting was performed. The clip was closed, lock lever checked and fully advanced, and another faa was attempted. Again, the clip opened to 60 degrees on faa. More standard troubleshooting was performed, unlocked and re-locked clip, the clip was closed back down, went through the steps again, however, the clip was unable to pass faa. It was decided to not deploy the clip and the device was removed without issue. There was no tissue injury observed. Another mitraclip ((B)(4)) was placed at the same position, medial to the previously implanted xtw. Per IFU, another faa was performed, however, the clip had opened to 30 degrees and failed the faa. Standard troubleshooting was performed, however the clip failed faa again as it relaxed to 30 degrees. Faa was attempted one more time, and this time the clip passed and deployment continued. The lock line was removed without resistance noted when the clip opened to 60 degrees. The operator closed the clip back down and then attempted to re-open to 120 degrees, invert, and remove the clip. The clip however, was stuck on the posterior leaflet. Standard troubleshooting was performed, but the clip remained stuck on the posterior leaflet. To prevent leaflet tearing, it was decided to deploy the clip. The clip was attempted to re-grasp the anterior leaflet when the clip locked position at 60 degrees and the clip arms were unable to open anymore. The clip was deployed on the posterior leaflet, without the anterior. No other clip was attempted. The mr remained grade 3. There were no adverse patient effects observed. No additional information was provided.

Manufacturer narrative:
The reported issue could not be tested via returned device analysis due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a definitive cause for the reported issues could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information was obtained:it was reported that the first mitraclip procedure was performed on 09/24/2020. An xtw (mitraclip cds0701-xtw 00217u141) had been successfully implanted.